Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 581 mg/dl at the time of incident and the current blood glucose of the patient is 482 mg/dl. The customer also report the blood glucose was 531 mg/dl. The symptoms related to high blood glucose was nausea and abdominal pain. Customer treated with and manual injection. Customer report customer does not allege pump was under delivering. The customer state that drive support cap appears normal. The customer state that there was no leak and air bubble in the reservoir. The customer state that insulin exited at the quick release. The customer also report the no delivery alarm and they performed displacement test and test result was rewind. The insulin pump will not be return for analysis.